Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged thus it exhibited undersensing, loss of capture and changed of threshold. The physician removed the lead and implanted a new lead as replacement. No additional adverse patient effects were reported.